Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other incidents reported from this lot. All available information was investigated the reported difficult to remove from the anatomy was due to user technique/procedural circumstances. The reported patient effect of tissue damage appears to be related due to procedural circumstances. Reportedly, a tissue damage appears to be due to procedural circumstances. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty removing the clip from the leaflets, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that they patient¿s systolic blood pressure was 140 at 60 beats per minutes. An ntr clip delivery system (cds) was inserted and advanced to the left ventricle (lv). However, while in the lv, the clip became caught in the chordae, causing a clinically significant delay in the procedure. It was noted that there was very little room to maneuver while in the ventricle. Troubleshooting was performed and the clip was retracted into the left atrium. The physician then noticed that ruptured chordae occurred in a3-p3. The clip was again advanced into the lv and was successfully deployed at a3-p3. To further reduce mr, a second clip was successfully implanted. Mr reduced to a grade of 1-2. No additional information was provided.